Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2019 with blood glucose level was 484 mg/dl at time of hospitalization and the other blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea. The device will not be returned for analysis.